Event description:
Additional information confirmed that the patient did have the pump removed.

Event description:
It was reported that the pump site showed slight signs of an unknown infection. The symptoms were redness around the area, drainage, incisional wound opening and pus around the pump. The physician assessed the patient and the pump was interrogated. The patient was admitted to the hospital due to the infection. The date of onset/diagnosis of infection was on (B)(6) 2012. A culture was taken from the device pocket. The organism was unknown. Treatment was IV antibiotics. Infectious diseases (ID) was consulted once the cultures were back. Per ID, there was an infection and the pump should be explanted. The physician titrated the pump down by 33%. Another dose adjustment was done on (B)(6) 2012 with a reduction of 50%. The plan was to see the patient on (B)(6) 2012 and decide when to safely remove the pump. Patient status at time of this report was noted as alive with no injury/no adverse event. The pump was delivering baclofen and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).